Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual rise in threshold measurements and decreased impedance measurements from 900 to 721 ohms. The patient presented with atrial fibrillation (af) and was symptomatic. An echocardiogram was performed which noted some pericardial effusion. A pericardiocentesis was also performed and 500 milliliters (ml) of bloody drainage was obtained. A perforation could not be ruled out; therefore a surgical revision was performed to explant and replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was retracted. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.